Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) flexible wafer. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a pt had skin redness and itching which started four months prior to this report date. No additional info was provided. Pt outcome is not reported.